Manufacturer narrative:
The technician isolated the issue to a broken communication cable. He replaced the communication cable to repair the bed.

Event description:
Information received indicates the nurse call is not working using the buttons on the siderail.